Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: uterovaginal prolapse, fourth degree cystocele, third degree enterocele, stress urinary incontinence procedure (s) performed: total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystocele repair with mesh placement through vaginal incision, enterocele repair with uterosacral ligament plication, transobturator mesh placement through separate incision, and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced fever, chills, urinary urgency, some very minimal incontinence, fluid collection in mid lower pelvis and in right posterior pelvis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.